Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin out of the syringe. The issue occurred with two different syringe needles. Blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.